Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicm5_12.6, -9.50 diopter, implantable collamer lens was implanted and removed intraoperatively due to lens tear during loading. A replacement lens was later implanted and the problem resolved.